Manufacturer narrative:
Additional information received indicated a possible right ventricular lead fracture. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to nonphysiologic sensing and noise. It was further reported that two non-sustained tachycardia episodes show nonphysiologic sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.